Event description:
It is reported that a customer was pushed in the pool with their insulin pump attached to them. The customer has a blood glucose level was 89 mg/dl at the time of the call. The customer states that the pump was missing pieces. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage noted on battery tube, vibrator motor, motor assembly and all electronic assemblies noted. A broken battery tube thread was noted. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted, minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.